Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation product testing could not be performed because the product was not returned (lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a defect on the lens of a preloaded, monofocal, intraocular lens (iol) and this was noted post implantation. The iol could not be removed as the patient had advanced glaucoma and the surgical team deemed this too risky. Through follow up we learned there was a 2mm v shaped scratch in the iol acrylic, not on the surface. Five days post operation, the patient had an elevated intraocular pressure which the surgeon believed could be from the prescribed steroid eye drops. No further information was provided.